Manufacturer narrative:
On 25-aug-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air was drawn into the syringe of the sheath. After inserting the catheter into the patient's body, when flushing the catheter with saline solution, and when negative pressure was applied, air was drawn into the syringe of the sheath. The hemostatic valve of vizigo sheath was flushed in the beaker filled with saline solution, and it was confirmed that there was no obvious defects or excessive resistance, and the procedure was continued as it was. The hemostatic valve was not dislodged into the hub. The hemostatic valve itself was not broken. Air was withdrawn on negative pressure by syringe, but it was not clear if the air was found in the cannula, at least found on the side port. The physician performed maneuver to eliminate bubbles. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo¿ sheath. Microscopic examination of the hemostatic valve surface did not show stress marks on the outer diameter. An irrigation test was performed, and no leakage, air, nor bubbles were observed. Device history record was performed for the finished device 60000140 number, and no internal actions related to the reported complaint condition were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The issue reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The optimal device performance (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air was drawn into the syringe of the sheath. After inserting the catheter into the patient's body, when flushing the catheter with saline solution, and when negative pressure was applied, air was drawn into the syringe of the sheath. The hemostatic valve of vizigo sheath was flushed in the beaker filled with saline solution, and it was confirmed that there was no obvious defects or excessive resistance, and the procedure was continued as it was. The hemostatic valve was not dislodged into the hub. The hemostatic valve itself was not broken. Air was withdrawn on negative pressure by syringe, but it was not clear if the air was found in the cannula, at least found on the side port. The physician performed maneuver to eliminate bubbles. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed.

Manufacturer narrative:
E 1. Initial reporter phone : (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).